Event description:
During routine interrogation of this device, it was found that the lead impedance was greater than 3000 ohms, sensing via this lead was absent, and no threshold for this lead could be established. (B)(6) 2011 - additional information was obtained from the local field representative who informed us that this patient presented to the emergency room with other complications when he was called. It is suspected that the patient may have had a stroke and continues to do poorly. The rep was called to interrogate the device and that is when he noticed these issues. Once the patient is stable, the physician will make a decision about this patient's system.

Manufacturer narrative:
It is unclear if the issues being seen with this device is due to the patient's medical condition or if it is a product problem.